Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a static image, a four part grayscale image, and the absence of a normal image display in an olympus rigid video laparoscope. There was no patient injury reported.